Event description:
Additional information reported, the event resolved without sequelae.

Event description:
It was reported the patient had a shocking sensation in their buttocks and groin. It was stated the patient had intermittent shocking sensation in the buttock and groin and it occasionally radiated to their foot. The patient¿s device was interrogated and reprogrammed on (B)(6) 2013. It was noted the impedance measurements were normal. It was later reported the patient had shocking down their leg and their device was interrogated and reprogrammed again on (B)(6) 2014. It was noted the impedance measurements were normal still. Reportedly, the patient¿s event was ongoing with no further action needed.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-28, lot# v241707, implanted: (B)(6) 2009, product type: lead. (B)(4).